Event description:
The distributor reported on behalf of the customer that the evis lucera elite bronchovideoscope did not relay an image to the monitor. The customer reported the patient's diagnostic procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue was confirmed; the scope caused the monitor screen to lose the image, depending on the insertion tube's angulation. This issue was caused by damage to the charge coupled device. The cause of the damage could not be confirmed. In addition to the charge couple device, the bend in the angle wire was out of specifications; the connecting tube was dented and the distal end had corrosion on the distal end, which blocked electrical continuity. The review of the device history record showed no nonconformities. The records review indicated the device met with specifications prior to release. Based on the results of the investigation, it is likely the even was caused by breakage of the electric circuit board inside the control section due to stress of repeated use, external factors or handling, or defects of the electric circuit board inside the video connector or the system side. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section.". Olympus will continue to monitor field performance for this device.